Event description:
It was reported that the procedure was to treat 90% restenosis in the mildly calcified and mildly tortuous, mid right coronary artery. Dilatation of the restenosed lesion was performed; however, the lesion was not fully open. The 3.25x12 mm nc trek was advanced to perform additional dilatation; however, the first inflation of the balloon at 20 atmospheres did not adequately dilate the lesion; therefore, the balloon was inflated to 22 atmospheres at which time the balloon ruptured. The procedure was successful completed with balloon angioplasty only. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: suoh ; guide cath: launcher 6fr jr 4.0. (B)(4): above rated burst pressure (rbp). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed via returned device analysis. The reported balloon rupture was likely due to an interaction with the calcified lesion and over pressurization. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instructions for use warns not to exceed the balloon rbp. In this case, over pressurization may have most likely contributed to the reported balloon rupture.